Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurring high blood glucose (bg) readings and was advised by their endocrinologist to perform a factory reset. The agent guided the user through completing the reset, reviewing proper meal announcement practices, and reconnecting their continuous glucose monitoring (cgm) system, transitioning from libre 3 plus to dexcom g7. Bg decreased from 206 mg/dl to 184 mg/dl by the end of the call. The highest blood glucose (bg) recorded was 204 mg/dl. Bg was corrected after reconnecting to the ilet. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.